Manufacturer narrative:
Date of event: as a specific date of onset for the alleged occlusion could not be determined, the date of event has been estimated as (B)(6) 2022 for this report. (B)(4). It should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis (ibe device). The ibe device was implanted on the patient¿s right side. The procedure was completed without any reported issues. On an unknown date approximately six months later, a follow up computed tomographic angiograph reportedly revealed an occlusion in the right external iliac artery. It was reported the patient was asymptomatic, and peripheral blood flow was maintained by collateral flow from the internal iliac artery. The physician elected to monitor the patient. According to the report, there was a partially narrowed region in the right common iliac artery where the ibe device was implanted. The flow divider of the ibe device was located in this area, which reportedly may have contributed to the occlusion.